Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6) , batch: 5680241.

Event description:
Related manufacturer reference number: it was reported that the patient was experiencing pain at the supra-orbital and occipital lead site regions. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue. Investigation was unable to determine which of the occipital leads attributed to the event.